Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient reports throughout the night their blood glucose level had rose to 300 mg/dl. The patient reports feeling as if they were going to faint. As treatment, the patient drank 4 glasses or orange juice and consumed peanut butter crackers. Once the paramedics had arrived the patient had a electrocardiogram (EKG) performed and their blood pressure as well as vital signs were checked. The patient was treated with both intravenous fluids and dextrose. The patient reports their blood glucose after treatment was 80 mg/dl. The patient did not go to the hospital. The patient was with the paramedics for an hour.